Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 450 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer's blood glucose level was 88 mg/dl at the time of call. Troubleshooting for high blood glucose was performed. Customer advised they changed out their infusion set twice. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. The insulin pump will not be returned for analysis.